Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat rectocele and vaginal cuff prolapse. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, and vaginal scarring. It was reported that patient experienced pain, infection and underwent partial removal in (B)(6) 2006.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and monarc was implanted. The patient underwent another procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.